Event description:
The customer reported that this implantable right ventricular lead was surgically abandoned (capped) during a device change out procedure due to high pacing threshold measurements. A new lead was successfully implanted. To date, there have been no adverse pt effects reported. The lead was actively implanted for approx 14 years.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. A new lead was successfully implanted with no adverse pt effects reported, to date. The event will be re-evaluated if additional info becomes available. Threshold eval is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicted.